Event description:
N/a.

Manufacturer narrative:
(B)(4). Updated section - b4, d9, g3, g6, h2, h3, h6, h11. The lot # 3000332924 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure using vasoview hemopro 2, the cutting tool was non functional and there is no intermittent tone was observed. Completed the procedure with the new one. The pre-cautery test was performed per the IFU. The polyfuse was not functional. The state of the heater wire and silicone was intact. There was no patient harm. There was no delay.